Event description:
A (B)(6) white female complains of 3 days of right eye pain. Sleeps regularly with contact lenses since she uses "night and day" brand. Hasn't seen an optometrist or ophthalmologist in at least 5 yrs and gets her contact lenses renewed through 1800 contacts without a valid prescription. Pt was diagnosed with a microbial keratitis of the right eye.